Event description:
The patient has been hospitalized twice due to an increase in seizures. It was reported that the patient was having good seizure control after vns was implanted; however, now seizure control has decreased. The patient's seizure medication had to be increased due to the seizures.